Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled device replacement procedure, the new device was connected to this chronic right ventricular (rv) lead, a shock was deilivered and an error code was displayed indicating a shorted condition. The explanted device was then reconnected to this lead and a commanded shock delivered with no fault code or error message but when another shock was delivered an unexpected telemetry error occurred and error code indicating the device would not be able to deliver shock therapy due to a shorted condition. A third shock resulted in the same message. Boston scientific technical services (ts) recommended replacing the lead and using a new device as the first device may have sustained damage due to the shorted condition. A new lead and device were implanted and shock conversion was successful. This rv lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.